Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3® non-platform switched tapered implant 5 x 8.5mm (item # bost585) was returned for investigation. Visual inspection of the as returned product identified damage (stripped) to the internal hex of the returned implant as reported, as well as overall evidence of wear and a coating of bone residue. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing conditions do not apply to this particular failure mode. The reported device was located on tooth # 19 and was in place for approximately 5 days. DHR review was completed for the subject lot number (2019020462). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2019020462) for similar event and no other complaint was identified. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (damaged drive feature) or device (bost585). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (bost585) was removed 5 days later due to problems in the internal connection causing the implant not being torque properly during placement. Tooth location 19.